Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the shipping box was fine, but the seat was cracked when the customer opened box.